Manufacturer narrative:
The device was returned to the MFR for investigation and smoking complaint could not be duplicated. Repairs were made on the device and it was returned to the customer.

Event description:
It was reported that the device started smoking while used in a procedure. Customer stated they used another device to complete the procedure. There were no delays and no adverse consequences reported.